Manufacturer narrative:
The customer's glidescope spectrum single-use directview mac s4 was not returned to verathon for evaluation, therefore the cause could not be determined. Verathon has made multiple follow-up attempts to the customer for additional event information. To date, no response has been received. Review of complaint history for the device's lot number was not able to be performed as no lot number was provided. Trending analysis for glidescope spectrum single-use laryngoscopes does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported the screen on their glidescope avl system went black when the glidescope spectrum single-use directview mac s4 laryngoscope was inserted into the patient's mouth and returned to normal when removed. The facility's biomedical engineering department reported being unable to replicate the issue using a different glidescope blade. No delay in procedure, use of a backup device, or harm to the patient was reported. The incident date is unknown.